Event description:
The complaint was reported as: the customer alleges that there are cracks around part of the corrugated tube. No report of a patient injury or delay in treatment.

Manufacturer narrative:
Two (2) pictures of catalog number 380415 (breath circ, anes, f-style, adult, 60") were received for analysis. They were visually inspected founding cracks on several sections of the corrugated tubing. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) of batch number 02d1300586 has been reviewed and no issues or discrepancies were found related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. The customer complaint was confirmed based on the visual inspection of the received pictures, because several cracks were detected in several sections of the corrugated tubing. It is not possible that this sample was shipped from teleflex in this condition since it is 100% tested at production line on tp-0145 (leak test). However, the actual inventory that is in nl facility of p/n 12089-02 (corr tube, tube assy, 15mm x 25mm, 60) related to this complaint notification was inspected by the defect of "damage on the tube" as it is described in this customer description, and no issues were detected. If defective sample becomes available at a later date, this complaint will be re-opened.